Manufacturer narrative:
(B)(4).

Event description:
Customer allegedly received the following results, with two different aviva ii roche meters, within 10 minutes: 500 mg/dl (customer's meter) (system 1) and 180 mg/dl(other roche meter) (system 2). The readings were taken with the same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided.